Event description:
It was reported that, "patient had a primary l2-l5 fusion approximately 2 weeks prior to this event. The patient has fallen in a nursing home, and had fractured the (l+) l2 pedical, there for needed a revision. During, the revision, dr. Had gotten to the point of removing the l2 & l3 ea. Screws on the left side. He informed me that the p.a. Heads were frozen up. I had suggested using the mono drives to break it free because the p.a. Head was at such a acute angle, the adjustment screw driver wouldn't fit into the screw. Finally, he used the mone driver, with wide circular turns to remove the screws.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.